Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intra-ocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the return sample has one of the haptics detached; the other haptic is still attached to the lens optic. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis toric acrylic 1-piece intra ocular lens because of the type of haptics and the presence of marking holes. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed. Device history records were reviewed. The product order was released for distribution; there were no non-conformances or deviations. There were no associated nonconformity material reports. There were no process and / or material changes. The product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an zct +23.5 se 4.0 d intraocular lens (iol) was explanted from the patient's left eye after she experienced over-correction of cylinder. The incision was enlarged to remove the iol. The replacement iol was +23.5 se 2.25 cyl iol. No sutures were required and no patient injury was reported.